Event description:
Customer reported that the insulin pump has a crack in the battery compartment. Customer stated that it had low battery; she changed the battery and had no reading, she changed it again and the display was still blank and when changing it the third time she noticed the plastic casing on the battery compartment at the threading was cracked. Blood glucose value is 120 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. No low battery alarm could be verified due to the blank display. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked belt clip slot, a cracked reservoir tube lip and a cracked reservoir tube.